Event description:
Date of implant: 2006 it was reported by a patient who claims to have a follow-up xray that reportedly reveals a "broken screw". No revision surgery has been scheduled at this time. Physician is continually monitoring the patient. No patient complications reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore product evaluation is not possible. X-ray examination reveals confirmation of a broken/fractured s1 screw. Unable to determine the cause of the event.